Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
On 03/17/2022, it was reported by a sales representative via email that an ar-8958tds dual tightrope syndesmosis implant system, while tensioning down the second tightrope from the kit one of the sutures of the loops as it was going through the button was bunching up and wouldn't tighten. Upon further and closer examination the surgeon determined that one of the four holes located on the plate side button did not have any suture going through it. The tightrope was cut out and a new tightrope was opened to replace. Case was complete without further issues. This was discovered during a syndesmosis repair procedure on (B)(6) 2022.